Event description:
It was reported that this system was part of an explant due to infective endocarditis and positive blood cultures for infection. No additional adverse patient effects were reported.